Event description:
It was reported that during a ptca treatment procedure, an embolization occurred. The lesion was located in the 70% stenosed, mildly calcified, mildly tortuous right coronary artery (rca). The lesion was pre-dilated with a 3.0 x 15mm voyager balloon. The physician advanced the stent delivery system to the mouth of the guide catheter. The patient moved and the stent dislodged at the junction of the guide catheter and the ostium of the right coronary artery (rca). The stent was located in the right femoral artery, however, they were unable to retrieve it. The physician called a surgeon to assess the situation. The surgeon performed a cutdown procedure to the right groin, and the stent was surgically removed. The physician was then able to successfully complete the procedure with another device. Patient status is "okay".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. As the lot number is unknown, a review of the shop floor paperwork could not be performed. Should further information become available; a supplemental medwatch report will be filed.